Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified the device with a broken shell. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified broken sharp. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: one sharp edge broken in the side radius assessed as unidentified (tear) opening." Additional, changed, and/or corrected data: d.9, h.3, h.6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.